Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and IFU/device labeling review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Article: arya ak, donne a, nigam a. Double-blind randomized controlled study of coblation tonsillotomy versus coblation tonsillectomy on postoperative pain in children. Clin otolaryngol. 2005 jun;30(3):226-9. Doi: 10.1111/j.1365-2273.2005.00970.x. Pmid: 16111417.

Event description:
It was reported that on literature review " double-blind randomized controlled study of coblation tosillotomy versus coblation tonsillectomy on postoperative pain in children", 1 patient had primary bleeding after surgery with a 2000 arthrowand. The bleeding was controlled with a non-coblation method. No further information is available.